Event description:
On 4/7/92 the patient underwent peg placement. On 4/10/92 the patient developed an acute abdomen and surgery was performed. In the or it was found that the anterior was of the stomach had moved a few inches away from the abdominal wall and peritoneum. Because the two had seperated there was a small amount of gastric contents leaking around the peg tube entry site (into the stomach) and this resulted in patient's acute abdomen and peritonitis. The peg tube was still in place, in good position in the stomach. The surgeon flet that the external bolster, which holds the anterior abdominal wall and stomach in close apposition has been lossened which resulted in the sutures moving apart and subsequent leakage around the tubedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.